Event description:
As reported to coloplast though not verified, patient was implanted with supris sling on (B)(6) 2009. Patient underwent a second surgery to treat pelvic adhesions and pain. During the procedure mesh was removed. Patient continues to expereince pain, urinary infections and vaginal bleeding.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.